Manufacturer narrative:
Device code originally reported as 1051 but balloon rupture could not be confirmed. A kink and a split were observed. Device code has been updated to reflect evaluation results. Evaluation: the device was returned to edwards for evaluation. Visual and functional testing was performed. The report of balloon rupture was not confirmed. -water was introduced through all of the device lumens and the balloon and pressure lumens function as designed. The balloon was visually inspected after it was inflated and there are no defects with the balloon. When the infusion lumen was flushed with water the water came out of the bellows section of the lumens just below the stopcock strain relief. Visually there is a kink in the area that is leaking and a small split is in the material. No corrective action is required at this time. Although the root cause could not be determined, there is no evidence of a manufacturing defect. These devices are visually and functionally tested prior to packaging. A manufacturing defect of this type would have been detected during functional testing prior to shipment. The device appears to have been damaged during use.

Event description:
It was reported that the device failed during use. Per the dfu, the customer flushed the line with 2ml during use. . According to the customer, this is too much and caused the line to break. They then used another unit from the shelf and flushed with 1 ml and reportedly it was fine. Update 7/12: follow up with customer ((B) (6) at (B) (6)) confirms that the complaint was actually on the balloon and that is burst during use..

Manufacturer narrative:
Device was sent to the manufacturer on june 30, 2010 but has not yet been evaluated. An evaluation is aniticipated. This event was determined to be reported following edwards standard procedures. A device history record (DHR) review was performed on 7/13/2010 and this device passed all manufacturing and sterilization inspections with no nonconformances. A CAPA was opened by edwards lifesciences in october 2009 to address this reported issue. (B) (4).